Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient notifier for non-sustained rv oversensing, due to possible myopotential oversensing. The patient does not appear to be dependent. There is a bit of noise observed on the strip. No noise is seen on the atrial channel. Programming changes and isometric testing were recommended. Device remains implanted.

Event description:
New information notes that programming changes were made. No symptoms reported.